Event description:
A customer from the united states notified biomérieux of false resistant trimethoprim/sulfamethoxazole results when testing with the vitek ® 2 ast-gn70 test kit (ref 413401, lot 5900663403). A patient's tracheal aspirate sample was identified as stenotrophomonas maltophilia. Susceptibility testing on the ast-gn70 obtained a resistant result (mic = 80) on initial testing with lot 5900663403 and repeat testing on lot 5900755403. The physician questioned the resistant result; therefore, the strain was sent to another lab for testing. The external lab used microscan and obtained a susceptible result (mic <= 2/38). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for false resistant trimethoprim/sulfamethoxazole (sxt) results (mic= 80) when testing a s. Maltophilia isolate on vitek® 2 ast-gn70, lot # 5900663403 and 5900755403. A reference lab obtained susceptible results (mic=40). Vitek 2 mics that are within one doubling dilution of reference method mics are considered acceptable results for the vitek 2. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference. It should be noted that the FDA drug label for sxt does not include indications for s. Maltophilia. The vitek 2 ast-gn70 lot # 5900663403 and 5900755403 met final qc release criteria, and passed qc performance testing. A complaint search against ast-gn70 card lots 5900663403 and 5900755403 did not indicate any issues for these lots.